Event description:
Per incident report: "called to ctrc room (B)(6) for report of bent pin in data port of hvad controller. Upon inspection, noted bent pin in data port of pt primary in use controller with wires exposed. Controller was changed out after discussion with physician." FDA safety report ID# (B)(4).